Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator exhibited loss of radio frequency telemetry. The device was tested on two additional programmers but only inductive telemetry was possible. A different device was used to complete the procedure.

Manufacturer narrative:
The reported event of radio frequency (rf) telemetry anomaly could not be confirmed in the laboratory. Rf and inductive telemetry were tested, and no anomalies were detected. The device was tested on the bench, and no anomalies were found.